Event description:
The customer initially reported white blood cell (wbc), hemoglobin the customer reported about 1 liter of diluent leaked inside the coulter® lh 780 hematology analyzer (contained). There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found tubing going through vl2 pinched and leaking clear diluent and replaced such tubing to repair the leak. (B)(4).